Event description:
The customer remarks form received from the physician stated that the pt was implanted with bifurcated gore-tex stretch vascular graft in 1997. According to the physician, the pt developed some type of what he calls a "pseudo-aneurysm". He stated that fluid is weeping through the graft to form a mass. The graft was noticed to be slightly deformed into an oval shape in 2006. The physician reported that 'this caused abdominal pain in the pt. In 2009, the pt was having ureter and bowel problems and surgery was required. The graft was relined with viabahn in 2009. Further investigation is pending.

Manufacturer narrative:
Further investigation is pending.